Event description:
The consumer with a history of urinary incontinence, via the manufacturer representative, reported their symptoms of incontinence returned. The patient had developed a bladder infection at the same time and it was suspected to be the cause of the symptom return. However, the patient programmer indicated a power on reset (por). This occurred on (B)(6) 2016. The implantable neurostimulator (ins) was unable to be programmed. The ins was interrogated on (B)(6) 2016 with a clinician programmer and a serial number confirmation was required, suggesting por. The ins was turned off, but all programming was retained. The patient had not been around any electromagnetic interference sources as far as they could remember. It appeared to be a "soft" por that was spontaneous. The ins was turned back on and was confirmed to be working fine. As of mid-march, there had been no report of the event occurring again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.